Event description:
During robotic scaral colpopexy procedure, physician was suturing with the robotic instrumentation and noticed white specs appearing in the operative filed. Upon looking around the surgical site, it was noticed that the cadiere forceps and the grasping retractor shafts had been crossed over each other. The instrument shafts were rubbing together and causing flaking to occur. The instruments were removed and the patient's abdomen was thoroughly irrigated to flush out the flakes.